Event description:
Suture needle broke off during second pass while closing uterus following a c-section. Needle fragment was difficult to visualize on x-ray. Fragment was found during exploration and was retrieved. Needle shank broke off approx 8mm from proximal (suture) end.